Event description:
This lead was removed for infection per mdrf form provided by device tracking. Also removed: kronos lv-t, MDR# 1028232-2007-0180. Corox otw 75-up, MDR# 10232-2007-0177, linox sd 65/16, MDR# 1028232-2007-0178.